Manufacturer narrative:
The original equipment manufacturer (omsc) performed a device history record review and no abnormalities were noted. An investigation was completed by the omsc and determined that there was no manufacturing, material or processing related cause for this failure mode. The root cause could not be conclusively determined. However, based on the information available, omsc believes the that there is a possibility that the phenomenon may have occurred due to the following factors. Connected the processor with the power on. The inside of the device was flooded. Force such as bumping and falling was added to the actual product. There is a possibility that it happened with the handling that deviated from the instruction manual [connecting] and the instruction manual [precautions against frozen or lost endoscopic images]. The following is stated in the instruction manual [precautions against frozen or lost endoscopic images].

Manufacturer narrative:
The asset (demo) high definition (hd) autoclavable camera head was returned for evaluation. The evaluation found the camera head was not producing any image. Additionally, the charged coupled device (ccd) chip was found faulty/failed. There was cracks observed on the video connector and a leak on ccd top cover. A review of the asset's repair history did not show any previous repair records. The cause of the reported event cannot be determined at this time as the investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was made aware during a standard inspection that the high definition autoclavabe camera head was producing no image. There was no patient involvement reported.